Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose (bg) levels of 585-900s mg/dl. Cause of bg level was not clear. Reportedly, the customer's continuous glucose monitor was not available due to a non-tandem sensor issue. On (B)(6) 2023 customer administered a bolus via the pump to address the issue and went to the emergency room with diabetic ketoacidosis. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Discharge date was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.